Event description:
Subsequent to the previously filed medwatch report, additional information was received. Reportedly, the physician pulled back the lever in an attempt to open the foot of the proglide device; however, he could not feel any resistance and therefore assumed that the foot was not deployed. The proglide device was removed from the patient anatomy.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to open and close the foot was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot.the investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of a right common femoral artery was attempted using a proglide device via a 6f sheath during a left iliac artery occlusion and iliac artery stent implantation procedure. Reportedly, the proglide was inserted into the vessel, the was lever was lifted to open the foot of the proglide but no resistance was felt when the lever was lifted. It was found that a suture break had occurred; however, the needle plunger was not deployed. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.